Event description:
The patient reports within the last few days, the vios lc aerosol deliv syst shut itself off in the middle of treatment. He stated it then came back on and the patient reports it sounds louder. Lot number: 24ge1, expiration date of product: 6/30/2026. No missed dose or adverse events were reported. Unknown if the patient has the defective device available for return. Unknown if the doctor is aware. No additional information was reported. Reported to (B)(6) by: patient/caregiver.